Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the pump was explanted. The patient was upgraded on the transplant list due to persistent ventricular tachycardia. The patient did not have cardiac recovery. The device worked as intended. The patient was not implanted with another device post transplant. The patient was originally implanted on (B)(6) 2019. The patient had a routine transplant on (B)(6) 2020. The pump will be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. An additional 8¿ section of material, similar to that of the sealed outflow graft bend relief was also returned. A white gortex wrap was observed partially covering the apical cuff and pump housing, as well as the pump header and the pump-end bend relief. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(6) , inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12feb2019. No further information was provided. The manufacturer is closing this event.